Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 29.5 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter, resulting in pressures exceeding the limits of the catheter. Catheter rupture.

Event description:
During onyx injection, it was reported onyx was not seen exiting at the catheter's tip and the physician noted onyx was present in the carotid artery siphon. As a result, onyx had embolized the carotid siphon. No pt injury reported. Same event as MDR# 2029214-2009-00021.